Event description:
Had presented to physicians office with a few palpitations in her chest for a brief second and occassional weakness after activity. A chest x-ray revealed a lead fracture just proximal to the suture sleeve.